Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was becoming increasingly difficult to maintain a charge. The patient underwent a revision procedure where the ipg was replaced with a non-rechargeable device. The patient was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.